Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl, resulting in feeling "very fuzzy, slurring speech". Low bg cause was not known. Customer required assistance from spouse in obtaining and consuming glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.